Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device noted blood visible in the inflation lumen and loosely folded balloon, consistent with a rupture while in the patient anatomy. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked from a longitudinal rupture, less than .5 mm in length on the distal balloon shoulder. There were no scratches visible. Scanning electron microscopy (sem) analysis determined the balloon failure may be attributed to mechanical damage to the outer surface. The longitudinal leak was located on a crease over the distal marker. Balloon ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use; however, the exact cause for the rupture within a balloon fold cannot be determined. Based on the reported information, the analysis, and the results of the sem analysis, a conclusive cause for the reported balloon rupture along the fold cannot be determined. A review of the device lot history records did not reveal any nonconforming material records associated with this lot. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during pre-dilatation in the circumflex artery, the rx trek balloon was inflated to 14 atmospheres. During the second inflation, pressure reached 10 atm; however, pressure began to drop. The device was removed from the anatomy. Images revealed that there was a stent in the location where dilatation was performed and it was suspected that a stent edge had punctured the balloon. A voyager balloon was used to successfully complete pre-dilatation proximal to the location of the stent. Two promus stents were successfully deployed to complete the procedure. There was no significant clinical delay and no adverse patient effect.